Manufacturer narrative:
Concomitant products: carto 3 system; lasso catheter; coronary sinus catheters. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, there was noise displayed on the carto 3 system and the ep recording systems when this catheter was in use. It was also reported that error 25 (test card failed) and magnetic sensor error were being displayed on the carto 3 system when this catheter was in use. The cables were exchanged and the system was rebooted with no resolution. When the catheter was replaced, the issue resolved. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. There was noise on all channels including the body surface (bs) ecgs and intracardiac (ic) signals on both the carto 3 system and the ep recording system. There was no distinguishable signals. The returned device was visually inspected upon receipt and it was found in normal conditions. Then per the event, catheter was tested for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. It was also tested for electrical resistance and current leakage and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported during an atrial fibrillation (afib) procedure, there was noise displayed on the carto 3 system and the ep recording systems when this catheter was in use. It was also reported that error 25 (test card failed) and magnetic sensor error were being displayed on the carto 3 system when this catheter was in use. The cables were exchanged and the system was rebooted with no resolution. When the catheter was replaced, the issue resolved. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The noise occurred at the beginning of the case as soon as the ez steer thermocool sf navistar catheter was plugged in. There was noise on all channels including the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 system and the ep recording system. There was no distinguishable signals. The noise on the ez steer thermocool sf navigational catheter was the worse. The lasso catheter and coronary sinus catheters were also very noisy, but not as much as the ez steer thermocool sf navigational catheter. There was not as much noise on the bs ECG. It was more of an amplitude of signal loss.